Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a white chemical residue partially clogging the nozzle of the insufflation channel. In addition to foreign material coming out due to channel blockage, the additional evaluation findings are: the bending angulations were out of standard values due to the worn-out bending section. The lens glue was worn out. The bending section cover glues were worn out. The insertion tube was wrinkled. There was a white dot due to pixel failure. The mouth guard piece for endoscopy was scraped. The universal cord was wrinkled. The connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that there were air/water flow issues while using the evis exera iii gastrointestinal videoscope. No patient harm was associated with the event. The device was returned and evaluated, and the insulation channel nozzle was partially clogged. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/ user mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.